Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had felt pain an inch away from the pocket site when the stimulation was turned on. It was believed that the ipg might be in the same location as the stimulation. Database analysis revealed no anomalies. The patient will undergo an ipg revision.